Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21625; 2017865-2020-21627; 2017865-2020-21628. It was reported that patient presented to a follow-up in-clinic on 15 nov 2020 with multiple inappropriate shocks. Further investigation found that all three leads, atrial, right ventricular, and left ventricular, were exhibiting noise and high out of range pacing impedance. The implantable cardioverter defibrillator (ICD) was also reported as having noise over-sensing. It is unclear as to whether the issue is a lead issue, or an ICD header issue. Only the device was explanted and replaced on (B)(6) 2020. It was still unclear as to if the noise, shocks, and high impedance values were a device or lead issue. Patient was stable after the procedure.